Manufacturer narrative:
Concomitant product: product ID: d334trg, ICD, implanted: (B)(6) 2013.

Event description:
It was reported that the right atrial (ra) lead exhibited suspected far field r-wave (ffrw) oversensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.